Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus omitted the wrong orientation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 0-degree endoscope plus be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 0-degree endoscope to perform failure analysis. The endoscope was analyzed and replicated the customer reported complaint of vision problem image orientation issue with error 5000. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include improper handling of the cable during either use or reprocessing.

Event description:
Refer to h11 for follow-up information.